Event description:
It was reported a spectrum pump had a door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. This condition was caused by loose link screw. The screws were replaced.